Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex therapy for peritoneal dialysis (pd). On (B)(6) 2011 the patient experienced peritonitis. It was unknown if the patient was hospitalized. The cause of the peritonitis was unknown. The outcome for the event of the peritonitis was unknown. It was not reported if remedial treatment was rendered. Extraneal therapy was ongoing. Concomitant medication was not reported. A causality statement was not provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.